Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
The patient was admitted to the hospital with respiratory distress. Four days later, the respiratory distress worsened and the patient became hard to arouse. She had been being given narcan and her symptoms had improved. The reporter was unsure of the cause for the symptoms; the patient was being worked up. It was noted that the patient had an increase to the dose of her intrathecal morphine sulfate on an unknown date. The reporter requested the patient¿s intrathecal dose be decreased, but didn¿t have a programmer to make the change. The outcome of the event had yet to be reported. Further follow-up was being requested to ascertain additional information.